Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in posterior side assessed as unidentified (tear) opening (shell thickness within specification) additional observations: observed creases on the device. Brown particles observed the inside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side "deflation for saline implants." Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side "deflation for saline implants". Device remains implanted.

Manufacturer narrative:
Clarification to implant date (d.6a): year only received. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "deflation for saline implants".